Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker sufferred a stroke and presented to the hospital. An attempt was made to interrogate the device with a programmer, however, was unsuccessful. A chest x-ray was then performed to verify the current implanted device, however, the x-ray ID was unable to be clearly visualized. The patient was noted to be in a conducted atrial flitter. The patient planned to follow up with a local physician for next steps. Attempts were made by the local field representative to obtain additional information, however, no additional information is available at this time. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.